Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects in the tip cover. There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: manual cleaning could not be continued when water leakage was detected. Therefore, we judged that the user sent the device to olympus without reprocessing. As a result, foreign material may have remained in the area. The event can be detected/prevented by following the instructions for use which state: the event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in urf-p7 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in urf-p7 reprocessing manual chapter 5 reprocessing the endoscope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.